Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e nveor-n-us, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4) the device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was attempted three times, but the valve continued to dive. Extracorporeal membrane oxygenation (ECMO) was initiated to stabilize the patient¿s pressure. The valve was attempted to be deployed three more times before landing at 1mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The valve was recaptured a total of five times. Immediately following implant, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed using a 28mm non-medtronic balloon, but moderate pvl remained. Subsequently, a second transcatheter bioprosthetic valve was placed 1mm below the first valve reducing the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the position of the valve (suboptimal implant depth of 1 mm at the non-coronary cusp) may have contributed to the pvl. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. The valve was recaptured a total of 5 times. Recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. The device instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Without a review of procedural imaging, a conclusive cause for the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the left ventricular outflow tract (lvot) perimeter was 6mm larger than the annular perimeter. If information is provided in the future, a supplemental report will be issued.